Event description:
While troubleshooting an unrelated event, a field service engineer (fse) discovered worn tubing on a coulter ac·t diff 2 analyzer, which had to be replaced. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
The fse found that pinch valves lv12 and lv15 had worn tubing through them and the tubing was replaced. The instrument ran several samples without incident. The repairs were verified per established service procedures. (B)(4).